Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the high voltage impedance went from 50 to 100-120 ohms following a pocket evacuation for a large hematoma. The impedance has reportedly gone 'back and forth' between 50 and 120 ohms since that time. Various testing was suggested, to check for any additional issues. The lead is still in use. No further patient complications were reported as a result of this event.